Event description:
Health professional reported that a port was explanted for a port leak, possibly needle puncture of tubing. Post operative diagnosis: "laparoscopic gastric band port site leak." During explant, doctor reported that he injected saline "into the port" and it showed "an obvious leak at the port itself." A replacement access port I was used.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The reporter of the complaint was asked to indicate the product serial number and full date of the event. The information has not yet been received by allergan. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."